Event description:
The customer ((B)(6)) contacted diagnostica stago (dsi) regarding the usage of an ivd instrument reporting incorrect values. The customer's laboratory sent out pt critical result incorrectly (to the physician) despite the laboratory lis delta check designating an inconsistency with previous results. Initial pt results were 62.1, inr 6.8. The physician requested a sample re-draw; pt was 24.9, inr 2.23. The customer re-ran both tubes: initial sample repeat was pt 22.2, inr 1.9; redraw re-run pt 24.9, inr 2.23. Although subsequent test results were satisfactory and the problem determined to be pre-analytical (attributable to compromise sample or technique error), dsi followed up with a service call to the customer's site and examined the instrument. The dsi service engineer performed instrument servicing regarding the instrument wash well, needle, and syringe. Basic functional testing was conducted with satisfactory outcome.

Manufacturer narrative:
Contact office/agent: the unit was serviced and is presently in use. No further condition with respect to the incorrect value attributable to the instrument is apparent. The hospital has not reported any further incident related to the device.